Event description:
Note: this report pertains to the second of three resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6), 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not dislodge from the catheter to deploy. The same issue happened to the second and third resolution 360 clip devices. It was noted that there were snap and crackle felt; however, there was no pop during the stages of deployment. The device was then able to slightly open in order to get it off the tissue. The procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction (b5 device type)

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not dislodge from the catheter to deploy. The same issue happened to the second and third resolution 360 clip devices. It was noted that there were snap and crackle felt; however, there was no pop during the stages of deployment. The device was then able to slightly open in order to get it off the tissue. The procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event.